Event description:
The manufacturer received information alleging a ventilator's fio2 sensor issue. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's system board-fio2 sensor cable was replaced to address the issue.